Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4042 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing and oversleeve portion could not be engaged firmly. No other information was provided.